Manufacturer narrative:
Please refer to the mdrs with MFR number 1000165971-2017-00970 for the investigation relative to the reason of the reset.

Event description:
On (B)(6) 2018, the following warning message was displayed upon ICD interrogation: 'warning: please refer to the device online help for more details. The device was reinitialized 4 times since the beginning of life. Last reset (B)(6) 2017 12:56.' Reportedly, the online help mentioned in this warning could not be found.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2018, the following warning message was displayed upon ICD interrogation: 'warning: please refer to the device online help for more details. The device was reinitialized 4 times since the beginning of life. Last reset (B)(6) 2017 12:56.' Reportedly, the online help mentioned in this warning could not be found.